Manufacturer narrative:
This report is submitted on april 26, 2021.

Event description:
Per the clinic, the patient experienced pain with magnet retention, and subsequently underwent revision surgery (specific date not reported), in order to convert to a percutaneous baha implant system. During the procedure, the internal magnet was removed, and an abutment was placed on the internal fixture.